Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was over 500 mg/dl. Customer stated that she did change her infusion set, but she was not able to control her blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.